Manufacturer narrative:
A getinge field service engineer (fse) fault diagnosis. Replacement of drive manifold, regulator drive and muffler due to intermittent fault. Calibration of sensors. Tests related to preventive maintenance protocol. Functional tests. Equipment suitable for clinical use.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a check routine, the cardiosave intra-aortic balloon pump (iabp) had a test failure number 14, when switching on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) had a test failure number 14, when switching on. There was no patient involvement.